Manufacturer narrative:
The company representative examined the system. The company representative cleaned the footswitch cable contacts and reseated cables. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a cataract procedure, the footswitch was not recognized. An alternate footswitch was used and the case was completed without harm to the patient.